Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they just got off of an airplane and they were getting zapped and needed instructions on how to turn stimulation off. Patient said they were on airplane twice the day prior. With instruction and assistance of niece patient was able to turn stimulation off. The troubleshooting steps that were taken on the call resolved the issue.